Event description:
During the device evaluation, the colonovideoscope exhibited a loss of image, and error codes b30 and e216 occurred. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is d02-cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to c0201 - electrical/electronic component problem identified, the performance of an electrical or electronic component was found to be inadequate. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.